Event description:
The customer's spouse reported via phone call that customer experienced hyperglycemia. High blood glucose level was 414 mg/dl. Troubleshooting steps were not mentioned and customer will continue the use of device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.